Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Hillrom¿technical support contacted the account two additional times trying to obtain the resolution for this alleged issue. The account confirmed they repaired the device, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the code call did not go to the pbx. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).